Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a low leak co2 rebreathing error. No patient involvement / harm. Reported

Manufacturer narrative:
.